Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and high out of range shock impedance measurements on the right ventricular channel. Additionally, the device started emitting audible tones due to having reached elective replacement indicator (eri). Troubleshooting, monitoring and a potential device replacement were discussed. At this time, this device remains in service. No further adverse patient effects were reported.